Event description:
It was reported that the patient had her device explanted in (B)(6) 2014 because it was laying on their nerve and it hurt down their leg and on their foot. The patient reported it felt like cramping on the outside of her foot all the time and they tried everything to try to get rid of them. The pain started at the time of implant. Patient no longer has a medtronic implant. It was later reported that there was no complaint file to the healthcare provider.

Manufacturer narrative:
Product ID: 3037, serial# (B)(4), product type: programmer. Patient product ID: 3889-28, lot# va0ajqh, implanted: (B)(6) 2013, product type: lead. (B)(4).